Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: this was a packaging issue. At the opening of the product, the packaging containing the device was holed.

Manufacturer narrative:
(B)(4). Additional information: the package was visually inspected and it was confirmed that two holes were present in the tyvek at the distal end of the package. Holes in the package were aligned with the knob of the device that was nested next to it. Holes appeared to be caused by heavy compression of the sales unit carton affecting each of the packages inside. In the original sales unit carton, the devices are packed alternating ends and the pattern of damage observed on the returned packages is consistent with that configuration. Three are damaged around the knobs and three are damaged near the distal end of the devices. Significant crush damage caused the holes in the packages, and most likely occurred while product was inside the sales unit carton which was not returned for evaluation. The carton would have been crushed so badly that it would not have fit into the shipper carton with the other sales units. All packages are 100% inspected immediately after sealing before placing them into the sales unit carton. Random quality inspection is performed. The damage that occurred is inconsistent with packaging process and it is suspected that damage occurred during storage of the devices after they left the packaging facility. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.

Event description:
It was reported that prior to an unknown procedure the inner casing (coated at the device) was ¿holed¿.